Event description:
Received complaint from fmc canada, reporting an internal "blood" leak of the dialyzer during the first use. Due to the leak, the pt treatment was interrupted, the extracorporeal circuit was discarded and a new dialyzer was primed for treatment, estimated blood loss was reported as 300 cc. The pt tolerated the blood loss without symptoms and there was no medical intervention necessary. Dialyzer was discarded. This is a single use facility. MDR filed due to reported blood loss.